Event description:
It was reported that patient passed away due to infection. It was a driveline infection that progressed to bacteremia. Cultures were serratia. The patient was treated with intravenous antibiotics. It stated the outcome was not device or therapy related. It was decided to decommission the device prior to death. The device was functioning normally. Onset of driveline is captured under manufacturer report number 2916596-2024-52774.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.